Event description:
It was reported that some time post dialysis catheter placement, a pin hole was allegedly found in the extension tubing. Reportedly, the dialysis catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on catheter insertion and clamping the extension legs. Therefore, the product labeling will be considered adequate. Investigation summary: one 23cm hemosplit d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for pinholes in the extension leg, as two pinholes were identified on opposite sides of the red extension leg approximately 2.8 cm from the distal end of the red luer. The splits on the extension leg exterior surface appear to be longitudinally aligned. Leaks were noted at the pinholes while the sample was being infused and aspirated. There appeared to be localized region of surface roughness near one of the pinholes. The findings from the investigation are consistent with characteristics of catheter puncture caused by a sharp, pointed instrument. However, the definitive root cause could not be determined based upon available information, as the origin of the observed pinholes is unknown. H10: g4 h11: h3, h6 (device 2976, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As this is the only complaint associated with this lot number, a device history record review will not be required. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2021).

Event description:
It was reported that some time post dialysis catheter placement, a pin hole was allegedly found in the extension tubing. Reportedly, the dialysis catheter was removed. There was no reported patient injury.